Manufacturer narrative:
Batch review was performed on 6 november 2020. Lot#: 189646: 272 items manufactured, and released on 13-feb-2019 expiration date: 2024-02-04. No anomalies found related to the problem. To date, 269 items of the same lot have been already sold without any similar reported event. Clinical evaluation: one year and 6 months after cementless total hip arthroplasty, the patient reported shorter leg and instability. Pre-revision radiographic image confirms leg shortening. It is not possible to determine if this was the primary implant position or if this is the result of a mobilization. However, during revision the stem was well fixed and the surgeon only changed head size restoring hip stability. This event is hardly related to a device failure.

Event description:
The patient returned to the surgeon after 1 year and 6 months from the primary surgery with a shorter leg, and a feeling of instability. An x-ray confirmed that the offset and leg length were not optimal for this patient. The surgeon decided to revise the patient. The surgeon changed from a 36, -4 head to a new 36+8 head, and intraoperative xr, and stability testing confirmed that this was adequate for the patient. No other components were revised. The surgeon suspects stem subsidence, but it is not confirmed, this problem wasn't noticed immediately after the primary surgery.